Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump intermittently did not deliver insulin as intended. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy. No additional patient or event information was provided.

Manufacturer narrative:
On (B)(6) 2024, the following information was reported: the pump history was reviewed, and no data was available for the reported issue date of (B)(6) 2023. Reportedly, the pump was last used on (B)(6) 2023. From (B)(6) 2023 to (B)(6) 2023, the pump history revealed that the pump software was functioning as intended. Additionally, a review of the pump battery logs indicated that the pump battery depleted quickly; however, the pump declared low power alerts and alarms prior to shutting down.